Event description:
It was reported that the patient experienced arrhythmia and presented remotely via merlin.net. Review of transmission revealed that the Implantable Cardioverter Defibrillator (ICD) exhibited competitive atrial pacing resulting in inappropriate mode switch (AMS). No intervention was performed. There were no patient consequences.